Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the pace/defib engine board. The pace/defib engine board and analog board were replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib fault 72", "defib fault 92" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.